Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture which resulted in greater than two seconds of asystole. A revision procedure was performed and the lead was found to have dislodged. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.